Event description:
It was reported that during a hiatus hernia procedure, during the use of the shears, one of the jaws broke and fell inside of the patient. The part that fell inside of the patient was retrieved at the same time, in the same procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.